Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test because the data port was blocked on her onetouch ultralink. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 11:30pm, the patient reported the issue first began. When the patient was unable to test on her ot ultralink meter, she reportedly tested on her onetouch ultramini meter and obtained a result of "33mg/dl" at 11:30pm. The patient reported managing her diabetes with insulin pump therapy. The patient denied making any changes to her usual diabetes management routine as a result of the alleged issue. The patient denied developing any symptoms after the alleged issue began. The patient reported drinking juice on (B)(6) 2012 at 11:32pm. At the time of troubleshooting, the cca documented that there was no misuse of the product and this was not the first time the subject meter had been used. The issue remained unresolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test due to the alleged issue, and obtained a low blood glucose reading and required self treatment after the alleged issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.